Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 5041 on a vitros xt 7600 integrated system. A definitive cause of the event was not established. Reported qc fluid performance indicates a vitros tropi es lot 5041 performance issue is not a likely contributor to the event. Within run precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es lot 5041.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 5041 on a vitros xt 7600 integrated system. Patient sample 1 result of 0.069 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was reported from the laboratory, however a corrected report was later issued. There was no indication that treatment was altered, initiated or stopped based on the initially reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).